Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6.0 x 40 mm absolute pro stent delivery system (sds) was unable to be advanced through the distal end of the tuohy borst valve. The sds was removed and the physician noted that the outer sheath covering the stent was slightly wrinkled, split or sheared and the stent was exposed. The tuohy borst valve was removed and another same size absolute pro sds was used and inserted through the 8 french sheath to the popliteal artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reported information, it is likely that the tuohy borst valve contributed to the difficulty. It is likely that the valve was not fully opened or damaged causing the reported difficulty advancing and damage to the absolute pro. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.